Event description:
Customer called hologic questioning results for their sars-cov-2 assay run (master lot 297267) on the panther plus instrument (B)(4). Hologic field application specialist (fas) reports that the customer ran two of every sample and the results had several discrepant results.

Manufacturer narrative:
Hologic reviewed the logs and saw one valid sars tma run (B)(4). Run shows no hw issues or obvious signs of reagent prep. As fas mentioned sample samples were ran in duplicated with several discrepant results. Control kinetic curves looks ok, but lots of low positives and high negatives were seen. Suspect either a kit issue or a contaminated sample shield. Customer was advised to make fresh bleach, clean all sample and reagent prep. Areas, clean touchpoint areas, discard of kit and change sample shield. Customer was also reminded to change gloves often, especially when touching a new sample shield, or handling negatives after handling positive samples. Cleaning and making up the new kit likely resolved the issue. Upon further investigation, it was noted that the samples used for the verification were aliquoted from vtms that were originally tested the week prior and stored refrigerated, thus out of stability per the package insert (pi). The lab took this as acceptable reason for previously tested positive samples now resulting negative.